Manufacturer narrative:
Manufacturing and sterilization records were reviewed and found to be acceptable. There was no patient injury. This investigation is ongoing. Report 5 of 5. See related medwatch report numbers: 0001920664-2020-00067, 0001920664-2020-00066, 0001920664-2020-00064, 0001920664-2020-00065.

Event description:
The user facility reported that when removing the trocars cannulas from the eye, blood was collecting in the anterior chamber of the eye and covered the pciol (posterior chamber intraocular lens). The surgeon believes the blood came from the posterior as the lens and anterior chamber were never manipulated. The blood seems to appear when the cannula is removed from the eye.

Manufacturer narrative:
Upon further review it has been determined that the event reported in report number 1920664-2020-00068 does not meet the criteria of a reportable adverse event. There was no injury to the patient and no additional intervention was required to prevent injury. Our records have been revised to classify this event as not reportable.